Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to overcorrection. The lens was exchanged for another icm115v4, but a -16.5 diopter and the problem was resolved.

Manufacturer narrative:
(B)(4).